Event description:
Report received from (B)(6) stating that the device had low power. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "low power" was confirmed. During the pre-repair diagnostic assessment test for "revolutions per minute (rpm's)" the device was found to have "low power". If add'l info is received, a supplemental MDR be sent. (B)(4).